Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that the patient experienced tape not sticking issue due to poor adherance event on (B)(6) 2026. No further information available.